Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2013, due to patient allegations of metallosis, pain, aseptic loosening and tissue/bone destruction. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00989 / 00991).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2013 due to patient allegations of metallosis, pain, aseptic loosening and tissue/bone destruction. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates the right hip revision performed on (B)(6) 2013 was due to metallosis. The patient's operative report noted cloudy, dark-stained fluid; and metal-stained tissue. Additional information provided in patient medical records indicates a left total hip arthroplasty was performed on (B)(6) 2011 with no reported revision. Additional information received noted that on (B)(6) 2011 patient's blood was tested.